Manufacturer narrative:
(B)(4). The customer reported that the device fails the charge button test in operational check. The device was evaluated at philips. The symptom was not reproduced, however the technician noted multiple error related to the therapy pca in the system log. The therapy pca was replaced due to these errors. The device then passed all testing and was shipped back to the customer.

Event description:
The customer reported that the device fails the charge button test in operational check.